Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on bolus, esc, act, up arrow and down arrow button. Connector was inspected and locked on lcd board. No button error alarm during testing. Device passed self test. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Device received with reservoir tube lip completely broken off and missing reservoir tube lip o ring noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad unresponsive. The customer's blood glucose value was 286 mg/dl. The customer stated that the buttons being harder to press. Customer states damage on reservoir but reservoir "was" locks into place but if unlocked it will fall apart. The insulin pump will be returned for analysis.